Event description:
Caller reported that there was a malfunction on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if any further issues arise.